Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid surgical ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (incorrect placement of the guidewire), in addition to patient factors (transverse heart orientation, significant heart rotation) likely contributed to the deployment of a sapien 3 valve in the tricuspid ring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist report, during a transapical (ta) mitral valve in valve procedure, a sapien 3 valve was inadvertently deployed in an existing tricuspid ring. During a mitral valve in valve (sapien 3 valve in an edwards perimount surgical valve) procedure, the right ventricle (rv) was inadvertently punctured and the guide wire was positioned in the wrong location. Although concerns were expressed that the wire could not be visualized in the left ventricle (lv), the decision was made to proceed with the deployment of a 29mm sapien 3 valve. Post deployment images showed that the valve was deployed in the tricuspid valve ring. It was noted that the patient had two pre-existing ICD leads in the tricuspid position, one abandoned lead and one working lead. The leads were ¿pinned¿ by the sapien 3 valve when it was deployed in the tricuspid valve. No known damage to the working pacing lead was reported. Per medical record provided (partial operative report), CT and echo confirmed the location of the apex and an anterolateral thoracotomy was performed at the 6th intercostal space. At the beginning of the case the heart was noted to be transverse in orientation and quite rotated. The ventricular apex was exposed through a mini-thoracotomy. Tee images of the apex and bioprosthetic mitral valve were not clear related to transverse and rotated heart. Multiple fluoroscopy views were used to check the wire position across the valve. The 29mm sapien 3 valve was placed across the annulus and deployed. The cine run showed that the thv was deployed across the tricuspid valve. The thv position was appropriate for the tricuspid position with a few mm of the thv on the atrial side. There was trace-mild pvl with good valve function. The right ventricular apex was anterolateral and the left ventricle apex was very posterior and could not be accessed safely from the left side. A decision was made to approach the mitral side from the right side through the left atrium with fem-fem cardiopulmonary bypass support. A 29mm sapien 3 valve was then implanted in the pre-existing mitral bioprosthesis via transatrial approach. The sapien 3 valve implanted in mitral position was deployed well. The patient was extubated and transferred to recovery in stable condition. On postoperative day (pod) 2, the patient was re-intubated. All valves remain implanted in the patient.